Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, (B)(4) (con): pt reported that their first implant stopped working. Pt said that they got this implant around the year 2000; pt said their first implant only had 1 lead and their current implant has 2 leads. Patient programmer not connecting to their device that was mentioned on the call. On (B)(6) 2021, additional information was received and pt stated they recall their hcp saying that the device was not working. Pt did mention they were not sure if the hcp meant the device itself was not functioning orif it was not helping with their symptoms sufficiently. Pt also stated they did take a hard fall in 2006 and pt was not sure if that could have contributed to anything. Pt stated that the interstim was explanted in 2006. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, (B)(4) (con): pt reported that their first implant stopped working. Pt said that they got this implant around the year 2000; pt said their first implant only had 1 lead and their current implant has 2 leads. Patient programmer not connecting to their device that was mentioned on the call. On (B)(6) 2021, additional information was received and pt stated they recall their hcp saying that the device was not working. Pt did mention they were not sure if the hcp meant the device itself was not functioning orif it was not helping with their symptoms sufficiently. Pt also stated they did take a hard fall in 2006 and pt was not sure if that could have contributed to anything. Pt stated that the interstim was explanted in 2006. No further complications were reported/anticipated at this time.